Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2003233) on 18-mar-2020. The most recent information was received on 30-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ('pain in the fallopian tubes') in an adult female patient who had essure (batch no. B15010) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criterion medically significant), fatigue ("severe fatigue"), feeling abnormal ("feeling like I¿m 80 years old"), arthralgia ("joint aches") and myalgia ("muscle pain"). At the time of the report, the adnexa uteri pain, fatigue, feeling abnormal, arthralgia and myalgia had not resolved. The reporter provided no causality assessment for adnexa uteri pain, arthralgia, fatigue, feeling abnormal and myalgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ('pain in the fallopian tubes') in an adult female patient who had essure (batch no. B15010) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criterion medically significant), fatigue ("severe fatigue"), feeling abnormal ("feeling like I¿m 80 years old"), arthralgia ("joint aches") and myalgia ("muscle pain"). At the time of the report, the adnexa uteri pain, fatigue, feeling abnormal, arthralgia and myalgia had not resolved. The reporter provided no causality assessment for adnexa uteri pain, arthralgia, fatigue, feeling abnormal and myalgia with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.